Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the provided photos. Our quality engineer reviewed the provided photo and observed that the needle was broken. Part of the broken piece was stuck at the tip of the catheter and the other part was retracted inside of the barrel. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: "an event is reported with a catheter during channeling. If a needle breaks inside the catheter, they will say why they do not enter it more often than not when channeling the vena".

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: "an event is reported with a catheter during channeling. If a needle breaks inside the catheter, they will say why they do not enter it more often than not when channeling the vena".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.